Event description:
Patient said that 2 weeks ago she started hearing her device going off and decided to go the ER. She said that she was hearing an amber alert type sound coming from her ICD. After she went to the hospital she said it stopped and yesterday ii started alerting again around 8pm and again in the middle of the night and it woke her up and she heard it another time this morning. (B)(6) 2022 (B)(6) patient has a boston scientific endotak reliance lead. Review of the carelink express transmission from (B)(6) 2022 shows that the rv defib impedance has been slowly increasing over the last year. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).